Manufacturer narrative:
Date rec'd from MFR: 16oct2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the ventilator's touchscreen failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 19 nov 2019. The replaced touchscreen was returned and failure investigation was performed on 19-nov-2019. It was determined that physical damaged resulted in the scratches on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.